Event description:
Infection post surgery treated with antibiotics. Initial implant: (B)(6) 2011.

Manufacturer narrative:
Pt was treated with antibiotics. Note: late filing of report as per discussion with (B)(4) 2012.